Event description:
It was reported that when using the bd pyxis¿ medbank mini had restocking issues in 05 17 which caused the cubies to not be recognized and eject them out. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had restocking issue in 05 17 that are causing the cubies to not be recognized and ejecting them out. A field service engineer worked with medbank/cubex and determined that the issue was caused by a defective row tray. They replaced the faulty row tray and verified that all qbs in the drawer were operating correctly. While on site, the technician was also asked to review several additional components and cases, and together they resolved all remaining issues associated with the medbank tower. The system functioned as intended after the field service engineer repaired the device.